Manufacturer narrative:
The device in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. Since the device was not returned, this complaint will be processed for closure. In the case the device is returned, the complaint will be re-opened to perform an investigation. Note: the infusion of a 500 ml bag of saline would not present a serious injury to a person with functioning fluid balance physiology. The response would be the loss of the fluid via increased urine output. Not returned to manufacturer.

Event description:
An icy catheter was placed in a patient for the therapy of hypothermia. At an unspecified time later, it was noticed that there was a leak and approximately 2 liters of saline was emptied into the patient. There was no patient injury or death reported. The catheter was discarded by the customer. Multiple attempts were made to obtain additional information; however, were unsuccessful. No other information was provided.